Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypotension ("low blood pressure"), dizziness ("lightheadedness"), palpitations ("my palpitations gets worse if I lay on my left side") and atrioventricular block first degree ("I had 1st degree heart block") and was found to have heart rate decreased ("low heart rate") and weight increased ("I'm gaining weight"). The patient was treated with surgery (essure removed in nov (date and year unspecified)). Essure was removed. At the time of the report, the hypotension, heart rate decreased, dizziness, palpitations and atrioventricular block first degree outcome was unknown. The reporter considered atrioventricular block first degree, dizziness, heart rate decreased, hypotension, medical device removal, palpitations and weight increased to be related to essure. The reporter commented: I´ve seen neurologists, cardiologists, pcm´s even gyno´s. None could give me a reason. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case became incident. Event medical device removal and weight gain was added. Reporter was added, action taken with drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.